Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 04-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient complained of pins and needles and burning in left arm. Patient had myelogram which revealed some ¿pinching¿ of the cord at the area of where the lead was placed.  Patient does have history of falls. Surgical removal of lead and generator. Issue resolved at this time.